Event description:
It was reported that four days post implant of the implantable pulse generator (ipg), the patient was admitted to the hospital due to lightheadedness and loss of consciousness. The device was reprogrammed to adjust rate drop response parameters. The patient was reported as deceased one day later with the cause of death unknown but suspected to be cardiac arrest and pulseless electrical activity. It was also reported that there was no allegation of a product issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number a3dr01 is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).